Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility by a baxter field service technician and the evaluation is not yet complete. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a cut ac power cord. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.